Manufacturer narrative:
B3 date of event: date of event is unknown. Additional information will be provided. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the colonovideoscope did not connect to the tower. There were no reports of patient harm.